Event description:
In 2009, the pt reported he has had elevated blood glucose readings up to the 580's mg/dl with his normal range being 150-160 mg/dl. He stated his elevated readings began four days prior. He bolused insulin to treat his readings and they decreased for a bit before elevating again to 'hi' on his meter. He stated, he went to the hospital on the morning of the following day, where he was admitted and treated by being given insulin via injection until yesterday. He was released from the hospital today. He said his headset was last changed two days later, and before that was changed two days prior to event date. His infusion device adapter was last changed 1-2 years ago, and he was advised to change it every 10th cartridge change. He changes the insulin cartridge every 2-2.5 weeks and last changed it. He does not use room temperature insulin to fill his cartridges and was advised to do so. The pt was instructed to disconnect from his headset and bolus 5 units into the air which he did, but no insulin came out. He was then instructed to run a prime and insulin emerged after 5 units. He was instructed to bolus again with the same results. He checked his device memory and the boluses were not in the history. The pt declined further troubleshooting. He stated his blood glucose is currently within his normal range. A request for add'l training was submitted. Two days later, the trainer reported she followed up with the pt who stated he discovered he was forgetting to press check after programming the bolus amount. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.